Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for supra ventricula r tachycardia (svt) that was detected as ventricular tachycardia (vt). The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.